Manufacturer narrative:
Product complaint # (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that while attempting to wind buttress nut (356.817) on to threaded protection sleeve (356.818), it was not winding on. The reporter states that it required significant effort and time, but managed eventually. Unsure of when damage occurred and obvious wear / damage to the threads on the protection sleeve that were preventing the nut from winding on. This report is for one (1) buttress/compr-nut f/pfna blade. This report is 2 of 2 for complaint (B)(4).